Event description:
It was reported that during a signature total knee arthroplasty, the expected alignment with the signature blocks were not achieved. There was some external rotation of the femur and the valgus tibia cut was not along mechanical axis. Vanguard premier instruments were used to complete the procedure. There was a delay in the procedure of greater than 40 minutes.

Manufacturer narrative:
Evaluation of planning and procedures determined no root cause was found throughout the process explaining the reported complaint. The guide design was done, using the correct planning file with planned and correct resection levels. No issues were detected at the level of guide design and guide quality check.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation